Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the surgeon plans perform a revision surgery, he didn't specify the problems with the devices. Possible revision case.